Event description:
The user reported that the patient became diaphoretic (sweaty). The respiratory therapist noted that there was no flow coming from the ventilator and high pressure alarm was noted. The user ran through a circuit check and the unit passed. It was also reported that the ventilator disabled fio2 and was unable to reset. The mixer/blender was set at 40 percent; fio2 analyzed at 21 percent. Although the patient's spo2 remained 89 percent (stable), she was ambu bagged and switched to another ventilator.